Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with patient reporting they started experiencing the regression of symptoms about 6 weeks after be implanted. They were (B)(6) lbs at the time of the event. Patient clarified the catheterization as the retention issues were the reason for the implant. The effectiveness reduced to the point of 3 retention episodes in 7 days. They have gotten some relief as a result of adjusting the 4 programs however they were still not where they wished to be. No further complications were reported.

Manufacturer narrative:
Date of the event: (B)(6) 2017 is an estimate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient's symptoms had gradually regressed, further mentioning that they were at 3-4 times a night and now they were at around 11 times, and about once every hour. Patient said they went to the emergency room (ER) on (B)(6) 2017 and was catheterized, and the night prior to the report patient did self-cath. Patient reported that they had tried all 4 programs and had increased stimulation, further mentioning that they tried to reach their doctor but had not heard back. Patient was redirected to follow up with health care provider (hcp) for bladder control. It was reviewed that patient would inform the doctor or the manufacturer's representative (rep). No further patient complications were reported/ anticipated as a result of this event.